Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely some physical and chemical stress was added to the cable causing a hole to the cable, allowing water to penetrate and the electric circuit to be short. The damage to the cable is thought to be due to the handling of the user. The contents of the instruction manual at the time of shipment of the product were checked for damage to the cable, and there are the following descriptions. It is determined that this will prevent indication phenomenon. "Do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.".

Manufacturer narrative:
The device referenced in this report has been evaluated by olympus. The investigation is ongoing. The definitive cause of the customer's experience cannot be determined at this time. Physical evaluation of the complaint device reveals: unable to confirm user report of "doesn't white balance." Problems found: puncture in cable which has caused the unit to fail the water leak test. Rear cover labels were erased. Crack on focus ring. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
It is reported while preparing a 4k camera head for an unspecified procedure, the white balance was not working. There was no delay in the procedure, the intended procedure was completed with a second device. There was no patient impact related to this occurrence.